Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis that was manifested by abdominal pain. The breach in aseptic technique was described as patient made an unspecified mistake. On the same day as the event onset, the patient was hospitalized for the event. The patient was treated with amikacin injection (100mg per one bag, ongoing, route, frequency and duration were not reported) and ceftum injection (500mg per one bag, ongoing, route, frequency and duration were not reported) for peritonitis. It was reported that the patient was discharged on an unknown date. At the time of this report, the patient was recovering from the peritonitis event and has recovered from abdominal pain. Pd therapy was ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Additional information: b5 b5: at the time of this report, the patient has recovered from peritonitis and antibiotic treatment was discontinued. Should additional relevant information become available, a supplemental report will be submitted.